Event description:
On 07/17/06, the lay reporter contacted lifescan (lfs) on behalf of the lay pt alleging that the pt's one touch ultra meter was displaying the apply sample and error 4 messages. The medical affairs specialist (mas) spoke with the reporter on 07/19/06 to obtain/verify the following info: the pt usually takes 70/30 insulin, 60 units in the am and 65 units in the pm. She adjusts the dose based on her meter readings. She also takes daily avandia oral diabetes medication; the reporter did not know the pt's avandia dosage. In 2006, the pt was unable to obtain a meter result; the error 4 message displayed when she attempted to test with the reported meter. The reporter did not know when the pt had last been able to obtain a meter reading prior to the event date. After the pt attempted to test with the lfs meter on the event date, the pt's hands were shaking, her mouth was dry, and she fell to the bed. The reporter was unable to obtain a meter reading; the error 4 message displayed. The reporter gave the pt milk with sugar to drink and the pt felt better. The customer care advocate (cca) noted that the apply sample issue was resolved with troubleshooting; however, the error 4 message was not resolved. The meter, test strips, and control solution were replaced. The mas informed the reporter that the replacement products are scheduled to be delivered via federal express about 6 days later. The mas advised the reporter to call lfs when the replacement products are rec'd to walk through testing. The complaint is reported because the pt was unable to test with the lfs meter for an unknown period of time. The pt experienced symptoms that suggested she may have been hypoglycemic. She was treated by a non health care professional with milk and sugar and felt better.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.